Manufacturer narrative:
(B)(4): effusion and other pt outcome is not labeled. Separates is not labeled. Event is still under investigation.

Event description:
Fourteen days after the chest tube had been in place, the tube separated from the stopcock. This occurred on the side closest to the patient. This was a factory-made connection not able to be manipulated. After removal of the tube, the patient developed pleural effusion requiring increased diuretics and continued daily chest xrays to evaluate. While no section of the device remained inside the patient, the patient was required to have continued chest xrays to evaluate.